Event description:
The customer reported that the heartstart mrx fails the user initiated operational check (opcheck). There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.